Event description:
It was reported that the patient received two shocks with pacing impedance greater than 2500 ohms, but resting impedance was in the 350 ohm range. The technical consultant stated that this presentation was consistent with a fracture issue. It was further reported that the patient received two shocks due to noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received two shocks with pacing impedance greater than 2500 ohms, but resting impedance was in the 350 ohm range. The technical consultant stated that this presentation was consistent with a fracture issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.